Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins just naturally sits a bit tilted in the pocket, and patient also had significant weight gain. No actions needed patient was able to charge however the ideal position for coupling was a uncomfortable position. Issue was resolved, patient was able to charge ins and will meet at her convenience to reprogram if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - it was reported that the ins was overdischarged due to non-compliance. Patient stated that charging was a hassle because battery was slightly tilted and she had to sit in an uncomfortable position to get a good connection and it took too long. Patient quit charging device and battery was now overdischarged. The rep tried to use al feature to jump battery today and was unsuccessful. Rescheduled another time to do a 60 minute countdown. Issue not resolved at this time. No further complications were reported/anticipated.